Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00444 and 00445. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter, 4max reperfusion catheter, and a separator 041. During the procedure, the physician noticed that the m1 portion of the vessel was narrowing after aspiration of the thrombosis. Milrinone and nicardipine were administered to the right internal carotid artery to treat the suspected vasospasm. The physician indicated that the vasospasm was of definite relation to both the penumbra devices and the angiographic procedure.